Manufacturer narrative:
(B)(4). Date sent: 03/14/2019. Additional information received: patient underwent surgery for removal of linx. Next steps will be determined after she¿s had an opportunity to heal according to the patient¿s husband. Per healthcare professional (B)(6) it is my understanding that the patient elected to keep the device and so it is not available for return.

Manufacturer narrative:
(B)(4). Only event year known: 2019. Additional information: called and spoke with both the patient and her husband on friday, (B)(4) 2019. The husband provided the name and contact email address for his wife who is the patient. The husband stated that the original linx device was implanted at (B)(6) medical center in (B)(6) on (B)(6) 2016 by dr. (B)(6). The patient was experiencing pain while swallowing food. The patient stated that she inquired as to whether or not her linx device was on the recall list with her surgeon. The patient stated that she was told her device was on the list of device numbers associated with recalled devices, however, it was determined that her device ¿looked ok¿. It was decided to do an explant procedure and replacement of the linx device on (B)(6) 2018. This procedure was done by a partner of dr. (B)(6) and her name is dr. (B)(6) at the (B)(6) medical center. According to the patient, during the explant and replacement of the device procedure, there was ¿swelling from the device¿ and it had ¿slipped down and a hernia was found pressing into her stomach¿. The patient stated that she has been on tramadol for pain and takes 1 tablet every 6 hours, however, had to increase the amount to 2 tablets every 6 hours as she is in so much pain. Her symptoms include pain and difficulty swallowing food along with pain and difficulty breathing. Her voice is now hoarse and she has regurgitation issues. She has had motility testing done that has determined food is getting stuck and she is unsure as to whether or not it is getting stuck in the linx device. Her surgeon is trying to reschedule the explant of the second linx device she currently has implanted to (B)(6) 2019. The explant procedure was slated to take place on (B)(6) 2019, however, (B)(6) would not cover the cost as they had stated it was cosmetic. The surgeon¿s office is going to contact the patient after they determine how to resubmit the explanation of the procedure to (B)(6). Spoke with patient¿s husband to obtain additional information. Patient was originally implanted approximately 2 years ago by dr. (B)(6). The patient had previously had extreme nausea which prevented sleep and immediately post op, she experienced complete relief. After 2 ¿ 3 months, the symptoms suddenly reappeared along with severe pain. They attempted dilation but it was not successful and so the decision was made to explant and replace with a larger device. Dr. (B)(6) was not available for this procedure so it was performed by dr. (B)(6). During the second procedure a hernia was identified and as well, the linx device had ¿slipped.¿ the hernia was repaired and the larger device was placed ¿in a better location¿ according to the surgeon. Since that time, the patient has had no relief from the symptoms and the current plan is to remove the device and allow the tissue to heal. Once that has occurred, they will decide next steps.

Event description:
It was reported that the linx device was supposed to be removed on (B)(6) 2019. The procedure was canceled, (B)(6) will not pay for this procedure. The caller indicated that three prior procedures were covered by (B)(6). The first was initial implant, the second procedure was a stretch and removal and third was implantation of the second larger linx device. The called did not have the dates when these events took place. The removal code was (B)(6). These events took place over a two or three-year time span. The attending physician for the implant was dr. (B)(6). The second physician was dr. (B)(6). The spouse is experiencing dysphagia, inflammation, esophageal and back pain.